Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 7:45 am CT / sg 92 mg/dl - bg 180 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 7:45 am CT / sg 103 mg/dl - bg 170 mg/dl . After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg wasn't below the alert level, but we confirmed that minutes before the time of event provided, the user received a low glucose alert at 7:14 am CT when the sg was at 56 mg/dlas per case information, user didn't seek for medical treatment and didn't need to treat himself because it was a "false alert". The user's hcp isn't aware of the event.

Manufacturer narrative:
He user reported low glucose event on feb-24-2025 7:45 am cst where user's sg was 92 mg/dl and bg was 180 mg/dl. A review of the data management system (dms) data revealed that on 24-feb-2025 at 7:44 am cst user's sg was 103 mg/dl, and bg was 170 mg/dl. A review of the alert history revealed that the user did not receives a low glucose alert around the reported time as user's sg value was above 80 mg/dl. However, it was confirmed that 30 minutes before the time of event provided, the user received a low glucose alert at 7:14 am cst when the sg was at 59 mg/dl. The user didn't seek medical treatment. The user's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance. An case (MFR#3009862700-2025-00391) was created to address sensor inaccuracies at the time of the event. A review of the data management system (dms) revealed some transient instability in the reference channel. The potential root cause for such failure mode may be related to the in-vivo state of the sensor hydrogel, as the system adjusted from the insertion process on 11 feb 2025. A review of 2 weeks worth data post the event was analyzed, the system had stabilized and was producing sg readings that aligned well with bg values. B4. Date of this report 16 april 2025. G3. Date received by the manufacturer? 16 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.